Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the anchor did not deploy at the first trigger. The device cannot be reloaded. Both anchors were still found in the device after inspection. The procedure was changed to an open meniscal refixation as the device did not deploy. The procedure was completed successfully using a different technique. No patient injury reported. No further information is made available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the returned device's mechanism is severely damaged. The trigger is separated from the handle causing a gap between the two components. Pushrod #2 is sticking out between the trigger and the handle. Furthermore, the gearset's teeth are damaged, and the trigger's teeth are broken off and stripped. In addition, the cannula track's distal tip is severely bent. Tip bending is typically caused by leveraging/prying the device during implantation procedure. Complaint event most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the anchor did not deploy at the first trigger. The device cannot be reloaded. Both anchors were still found in the device after inspection. The procedure was changed to an open meniscal refixation as the device did not deploy. The procedure was completed successfully using a different technique. No patient injury reported. No further information is made available.